Event description:
Patient underwent a right transcarotid artery revascularization procedure. While under flow reversal, the physician note a dissection when the 0.014" wire was being advanced into the common carotid artery. Two stents were placed to repair the dissection. The patient woke up neurologically intact.